Event description:
It was reported the right ventricular (rv) lead was fractured. Insulation damage was noted. The lead also exhibited oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the distal segment of the lead was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314trg bi-ventricular defibrillator, implanted: (B)(6) 2012; product ID 419488 implantable pacing lead, implanted: (B)(6) 2007; product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).